Event description:
A healthcare professional (hcp) reported that the drill was overheating. Event found during operation. There was no patient impact.

Manufacturer narrative:
Product analysis: it was found that the motor doesn't turn and couldn't test temperature. Bearings were corroded and the motor was shorted. If information is provided in the future, a supplemental report will be issued.